Manufacturer narrative:
Device received with blank display with a vibration anomaly due to moisture damage on electronic assemblies. Unable to verify sensor anomalies or blood glucose calibration required loop anomalies due to blank display. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest due to blank display. Device received with corroded force sensor and moisture damage on motor home switch.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a blank display. Blood glucose value was 135 mg/dl at the time of the incident. No troubleshooting was performed. The device will be replaced but not returned.